Event description:
Procedure type: low anterior resection. According to the reporter, the instrument misfired. The anastomosis did not hold. It appeared not to have properly formed staples. Reportedly, inspection of donuts showed non-b shape staples in donut and 1 non-b shape staple in center of mylar backing and anvil. The original anastomosis resected and new anastomosis created with a new device.